Event description:
The customer reported the system had a communication error and locked up. This caused an intermittent recoverable loss of imaging functionality. This could result in a procedure delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable, power switch, and battery were replaced and the generator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.